Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Procedural images were provided and indicated that the operator crossed the point of ¿no recapture¿, and that no frame anomalies were detected. The device instructions for use (IFU) lists instructions and warnings regarding designed indicators and check points in the device for the "point of no recapture" as follows, "once the radiopaque capsule marker band reaches the distal end of the radiopaque paddle attachment, it is at the point of no recapture...if the radiopaque capsule marker band has not yet reached the distal end of the radiopaque paddle attachment, the bioprosthesis can be recaptured or repositioned. During deployment, the deployment knob provides a tactile indication as a notification before the point of no recapture...once the radiopaque capsule marker band reaches the distal end of the radiopaque paddle attachment (point of no recapture), retrieval of the bioprosthesis from the patient (for ex ample, use of the catheter) is not recommended. Retrieval after the point of no recapture may cause mechanical failure of the delivery catheter system, aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery...note: when the bioprosthesis was approximately 2/3 deployed, the deployment knob provides a tactile indication as a notification before the point of no recapture. Once the radiopaque capsule marker band reaches the distal end of the radiopaque paddle attachment, it is at the point of no recapture.". Based on the provided information, it is likely that this event was caused by user error of recapturing the valve after the point of ¿no recapture¿. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned, therefore, no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. System related product: (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured for the third time due to the valve being positioned high. However, at 2/3 of the recapture, the inflow portion of the valve would not recapture. It appeared there was something sticking out of the side of the valve at the level where it stopped recapturing. This was a per cutaneous transfemoral approach. The surgeon cut down on the artery and pulled the valve out of the body through the cut down. There were no vascular complications due to this. After the valve was removed and a further look of the cine films, it was determined that the implanter went past the point of no return. A strut came out when it was attempted to recapture the valve and it bent which did not allow the valve to fully be recaptured. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.